Event description:
It was reported to the manufacturer that the vns patient has been experiencing pain in the neck at the electrode site. Exploratory surgery was performed and the surgeon repositioned the patient's lead. Good faith attempts to obtain additional information regarding this event have been successful to date.